Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a tka on (B)(6) 2015 and during the procedure simplex hv bone cement was utilized to cement all components in patient's knee. It is further alleged that on (B)(6) 2019 the patient underwent revision surgery due to tibial component loosening.